Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected pump error during normal use. Blood glucose value was 130 mg/dl at the time of the incident. Troubleshooting was performed and the customer was advised the insulin pump will be replaced. The device will be returned.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify spi to motor pic communication error alarm due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly.